Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction bolus was administered to address elevated bg. System check was being performed by tandem technical support, however the customer declined to remove the site. The customer continued to use the pump for insulin therapy.